Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the cause of the issue was a improperly seated power to therapy pcb cable. After reseating the cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on.there was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.